Event description:
It was reported that a revision was requested to remove an inflatable penile prosthesis (ipp) and implant a new tactra device due to an ipp malfunction; however, the procedure has not been scheduled yet. The patient did not experience any adverse events.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and a new tactra device was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Visual and microscopical inspection of the cylinders identified that the first cylinder had two leaks in the cylinder body consistent with sharp instrument damage that likely occurred during explant. The first cylinder also presented one hole with broken fabric threads. Due to the identified leaks, this cylinder could not be pressure tested. The second cylinder was functionally tested and it performed within specification. The pump was visually and microscopically examined; however, no anomalies were identified. Upon functional testing, the pump did not pass the 8lb activation test; therefore, requiring more than 8lbs. Of force to activate. Based on the information available and analysis results, the pump requiring more than 8lbs. Of force to activate could have caused or contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and a new tactra device was implanted. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and a new tactra device was implanted. The patient did not experience any adverse events.